Event description:
It was reported that a lead fracture was suspected on this right ventricular (rv) lead due to observed low out of range impedances. Under fluoroscopy imaging, the insulation of this rv lead appeared to have been damaged. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The device is expected to return.